Event description:
Pt called to report that they were unable to test their bg, because meter displayed 888. Pt mentioned that in 2002 in the afternoon, pt attempted to test their bg. Pt did not have any symptoms, and was unable to test because meter displayed 888. Pt then went to the ER to find out what their bg was and hosp meter read 389mg/dl. ER treated pt with insulin and pt was in the ER for about 4 hrs. Pt is on a set amount of insulin. Pt mentioned that the following day, they tried to test again and meter displayed 888 and that was when pt called lfs. Ccr sent pt a new meter.